Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on an unknown date, the cable tensioner parts became jammed, and could not be released. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The part was received in good condition with no apparent damage. The supplier performed an investigation of the returned product and determined that is does not meet the specification. Upon disassembling the device the supplied found a section of cable lodged within the tensioner. When the cable tensioner was reassembled the device functioned as intended. Manufacturing documents were reviewed and no complaint related issues were found. Based on the review conducted by the supplier, this complaint is deemed invalid from a manufacturing position.